Event description:
A failure code 570. Customer reported there were no patient injuries associated with this report and there have been no incidents reports filed. Customer reported incident occurred during patient use.